Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, a21 error test, prime/a33 test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and missing pieces. Blood glucose level at the time of the incident was not provided, but was reported as high. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.